Manufacturer narrative:
The provided log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm the reported device failure that was caused by a malfunction of the pba therapy control unit and the cf card. The device failure persisted until the user turned off the device via rocker switch. The pba therapy control unit should be reset. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of an impaired internal communication between the cockpit and ventilation unit an alarm message for device failure will be posted. The ventilation will be not affected and continues as set. The display of monitoring parameters on the cockpit screen might be restricted in case of this device failure. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display wherein the user can track the on-going ventilation. The device reacted as specified on a detected internal failure and posted accompanying alarm messages to inform the user about a problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a device failure during a case. There were no health consequences for the patient reported.